Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon could not seat the liner into the shell. Surgery was completed with a larger size shell and 10 degree liner instead of 20 degree liner.